Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was admitted for the event; however, it was reported the patient was discharged upon admission. The same day as event onset, the patient began treatment with injection of vancomycin (1 g, start dose only, route not reported) and injection of amikacin (100 mg per day). On an unreported date, dianeal therapy was stopped. At the time of this report the peritonitis was resolving and treatment with amikacin was ongoing. No additional information is available.